Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in japan that during an arcr surgical procedure on (B)(6) 2023 that two (x2) vapr coolpulse90 electrode devices were short-circulated during use. The electrode in question was used at a high-power value. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the expiration date and manufacture date are unknown at this time. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in used condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When activating the electrode, the output shorted warning was displayed. The device will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: tip has procedure remains visible and has signs of activation. Several scratch marks on ceramic. Heatshrink has signs of damage. Handle assembly is in good condition. Cable and plug assembly are in good condition. No residue visible in suction tube. Electrical test: the hipot active return failed the test. The top handle half was removed and the internal components of the device inspected. A residue could be seen on the return clip, this is possibly saline. Charring and splatter was seen at the proximal end of the return tube where the active heatshrink exists the tube. This is most likely caused by damage to the active tube heatshrink at the exit point. The device as received failed initial hipot test and activation tests and therefore the issue is substantiated. A failure of the isolation between active and return in the region of the heatshrink/proximal return tube could be seen. The reported device, 788300, coolpulse90 electrode without hand controls (unknown lot) has been evaluated a atl UK failing the hipot active - return due to a shorting event and both ablate and coag checks from the functional test. Un further investigation it was found that the firing event happened at the proximal end of the return tube and is believed that was caused by a damage on the active tube heat shrink. Root cause cannot be determined, no further investigation can be conducted as the device lot is not available. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.